Event description:
(B)(6) 2013 - I was a complete functioning (B)(6) woman, cleaned my whole apartment, cooked, cleaned, washed windows, took care of my flowers, plus tended to all the flowers in front of the apartment complex. Then I had a bilateral hernia operation with a lot of mesh put in the area, which I did not know the surgeon was placing inside of me. I started to feel badly. When things did not get better, I had to ask the doctor what was happening to me. I started to ache all over the abdominal area. I still have the chronic aching plus other problems. Since (B)(6) 2013 my life has not been anything but major pain and discomfort. To date, here is what I have endured since surgery. 20 pound weight loss. Overall fatigue. Major rectum problem. Very difficult to walk due to severe pain. Very difficult to stand, lift, walk, bend, and reach. Unable to eat foods that cause gas. Have become lactose intolerant. Can no longer eat my favorite foods, i.e. Eggs, peanut butter. (B)(6) 2014 - dr. (B)(6) prescribed flector patches with no relief. (B)(6) 2014 - dr. (B)(6) prescribed a combined cream containing 8 medications to rub on the effected area with no relief. (B)(6) 2014 - black bumps formed around the rectum, which had to be removed and sent to the lab. The results were inconclusive, and I was told to get a biopsy. Dr. (B)(6) suggested I get a long needle shot in the mesh area more than once to numb the area. I choose not have this done because I am concerned it could numb the organs in this area and cause more problems. (B)(6) 2014 - I was sent to dr. (B)(6) , colon rectal specialist, who treated me like I was a senile old woman and as if I was imagining all the symptoms. He told me to go home, go to bed, and stay there. (B)(6) 2014 - I was sent back to dr. (B)(6) by my family doctor, dr. (B)(6) thinking that possibly the rectum problem may be caused from the mesh. He scoped me. He put me on a 6-week sitz bath of witch hazel and aloe vera with no relief. (B)(6) 2014 - dr. (B)(6) prescribed a combined anti-inflammatory cream and numbing agent. I was scoped again, and once again there was no relief. (B)(6) 2014 - dr. (B)(6) prescribed a combined anti-inflammatory cream and numbing agent. I was scoped again, and once again there was no relief. In between all of this, I have had shingles and bronchitis because my body is in a weakened condition. My life has no quality. I do not think I could physically survive the removal of the mesh and my surgeon does not want to do the procedure. I could die or end up in a nursing facility. I have been to the doctor 6 times as well as to my family doctor every three months since the initial surgery.

Event description:
Add'l info received from reporter on 04/14/2015.